Event description:
Event description guidant received information that the atrial proximal setscrew of this pacemaker was unable to be tightened after a lead repositioning procedure. The setscrew would not reset, possibly due to over-torque. The ventricular lead required repositioning due to dislodgment and high thresholds. The lead was successfully repositioned and remains in service. The device was explanted, replaced, and returned for analysis.